Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, when she plugged it in today grainy colored lines- you can see through but was distorted was due to faulty video cable. The most probable cause of this complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had grainy colored lines- and can see through but was distorted. The issue occurred during a therapeutic endoscopic carpal tunnel release procedure. There were no reports of patient harm.